Event description:
It was reported that the customer has a damaged consigned fastpass scorpion sl ar-13999mff # (10520769). The instrument just seized up and the jaw will not close fully. There is no sign of damage and oiling does not make a difference. There was no harm or adverse event for patient, operator or third party reported. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint allegation confirmed. The reported event was confirmed as the evaluation revealed the jaw is closing only halfway which is most likely caused by loose shaft (see evaluation picture 3). Further the handle and the laser marks on the handle have signs of metal surface oxidation (see evaluation pictures 4 + 5). The most likely cause of the reported failure is wear and tear.